Event description:
It was reported that the ilet user experienced low blood glucose after a missed dinner meal announcement led to elevated glucose and subsequent pump-driven correction, with glucose later trending down. The episode was managed with oral glucose, and the user was educated on reviewing the meal history and announcing meals, indicating an operational use issue related to the user interface. Symptoms included hypoglycemia with a documented nadir of 69 mg/dl and hyperglycemia peaking at 224 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem associated with improper or incorrect procedure identified as a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.